Event description:
Patient had left heart catheterization with selective coronary angiogram. Left ventriculogram was performed. Right common femoral angiogram was performed with attempted closure with abbott vascular perclose proglide device. The perclose suture broke, so manual pressure was used. The patient tolerated the procedure very well. No further information is available.